Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd maxguard administration set with needleless y-site had damaged tubing. The following information was provided by the initial reporter: have discovered 2 sets that are defective. The tubing appears to be cut on the clear side of the blue/clear valve. This caused the IV fluid to run out all over the floor. Product: bd maxguard, mx9128. Lot #: 25105404.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.